Manufacturer narrative:
Unit returned to tssi for repair and error could not be confirmed. Device was cleaned and disinfected and no parts were replaced. Calibration, visual check and technical safety inspection were performed, followed by a 12 hour test run. During complete procedure no error occurred. A complaints database check revealed that no further complaints have been received for this unit. Based on the above facts, it cannot be ruled out that the most likely root cause of the reported event has to be traced back to a configuration error by user and not a device failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6), italy. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 gas blender system often did not turn on and it randomly switched from on to off. The issue occurred when the machine was in service. There was no patient injury.